Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. Because of the short length of the left internal iliac artery (less than 30mm as indicated in provided patient case report), the iliac branch component (ibc) was deployed a little more proximally than the iliac artery bifurcation. However, the distal side of the internal iliac component (iic) was landed at the superior gluteal artery, the inferior gluteal artery was unintentionally covered. The patient tolerated the procedure.

Manufacturer narrative:
The following information was requested but was not provided: weight, date of birth, comorbidities, medications. (B)(4). According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion of device or native vessel. According to the IFU on patient selection: gore recommends that the gore® excluder® iliac branch endoprosthesis sizing should follow the treatment range recommendations as described in tables 20 and 21 within the IFU. The length to the internal iliac gate of the gore® excluder® iliac branch endoprosthesis, together with the gore® excluder® trunk-ipsilateral and contralateral leg endoprosthesis, should not exceed the distance from the most distal (lowest) major renal artery to the ostium of the internal iliac artery on the ibe treatment side. Lengths and diameters of the devices necessary to complete the procedure should be available to the physician, especially when pre-operative case planning measurements (treatment diameters / lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes. Additional considerations for patient selection include: for iic, internal iliac artery length of at least 30 mm of which at least 10 mm must be non-aneurysmal seal zone of 6.5 - 13.5 mm in diameter.